Manufacturer narrative:
Product evaluation: failure analysis for (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus buildup; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure ¿machine stopped and showed stand by-doctor cleaned tip of fiber and machine went into stand by again¿ at 124,425 joules and 15:34 minute of usage. The fiber was exchanged and the procedure was completed. Patient outcome: ¿no injury¿ to the patient reported.